Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the foreign material in the forceps elevator could not be identified, there was no physical damage where the foreign material was found, and there were no reported reprocessing deviations from the IFU. A definitive root cause of the foreign material in the forceps elevator could not be established. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) sections below: IFU states detection methods in tjf-q290v operation manual chapter 3 preparation and inspection . IFU states preventative measures in tjf-q290v reprocessing manual chapter 5 reprocessing the endoscope . Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and the evaluation found no malfunctions aside from the allegation reported in b5. Should additional relevant information become available, a supplemental report will be submitted. The legal manufacture reviewed the customer provided the cleaning disinfection and sterilization (cds) processes where no obvious deviations from instructions for use (IFU) were identified.

Event description:
It was observed that during the device evaluation, there is a stain and foreign material on the forceps elevator of the duodenovideoscope. The issue was found during an annual inspection, therefore there were no reports of patient involvement.